Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a peritoneal dialysis patient expired at the emergency room (exact date not provided). It was noted the patient was not connected to the cycler at the time of the heart attack. Additional details surrounding the patient's course of events and treatment were not provided.

Manufacturer narrative:
A death has been alleged. Due to lack of information a MDR will be filed. Additional attempts have been made with no additional information provided. This MDR includes all event information received to date. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.